Event description:
Caller reported tandem charging supplies became hot and were melting. There was no reported impact to the customer¿s blood glucose level. Technical support initiated a return merchandise authorization for the charging supplies.